Manufacturer narrative:
While there is insufficient information available to identify the root cause of the non-reproducible elevated result, preanalytic factors leading to fibrin interference cannot be ruled out. This issue was isolated to this one sample. Qc was in range at the time the sample was run and no other samples indicated an issue. Preanalytic variables can affect the quality of the sample. The summary and explanation of the test section of the instruction for use (IFU) states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Customer observed an elevated advia centaur cp troponin ultra - (tni-ultra) result that was lower upon repeat testing. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur cp tni-ultra result.